Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product found lens stuck in cartridge. There was no visible damage to cartridge. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: no conclusion can be drawn, based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
A cc4204a collamer aspheric single plate lens was returned stuck inside cartridge. No info if there was pt contacted or a device malfunction. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available.